Manufacturer narrative:
This report is being submitted as part of a corrective action to replace manufacturer report #2031642-2023-00077. All information from the original report(s) has been transferred to this report.

Event description:
This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the v60 ventilator indicating that the navigation ring sometimes did not respond. The pressure sensor autozero failure was previously reported under pr#2645939/salesforce case#0120631438, where the resolution was thought to be provision of replacement part information. Under this records salesforce case, the customers biomedical engineer reported replacing the da board, mc-da board cable, and flow sensor solenoids as advised. The unit continued to fail performance testing and logged error codes. The remote service engineer (rse) advised the customer to confirm the oxygen solenoid was not leaking. The biomed has confirmed the o2 solenoid was leaking. The rse advised customer the o2 solenoid is part of the v60 gds and can be ordered as an individual part or the gds can be replaced. The rse informed the customer of service contacts and repair options were discussed. The customer decided to order and replace the v60 gds. A philips field service engineer (fse) went to the customer site to perform the onsite service and replace the gds part. After replacement of the gds, the unit passed all required tests and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The device was reported to be outside of use at the time of the reported problem.